Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had a hardware low level failure error alarm. Troubleshooting was performed and the customer reported they were able to clear the alarm and was able rewind insulin pump. Customer reported self test and displacement test was passed. No error occurred during troubleshooting. Customer reported high blood glucose of 22 mmol/l and treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.